Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue of one instrument wheels that fell off was not confirmed. The permanent cautery hook (pch) underwent external and internal visual inspections. No damage nor missing input disk was detected during the failure analysis. Additional unrelated findings not reported by site: the instrument was found to have a broken distal clevis at the ears of the clevis. The broken piece measuring roughly 7.15mm x 5.30mm in size was not returned. The clevis did not show abrasions or scratches on the outer surface. Further, the instrument was found to have a broken monopolar yaw pulley at the axis-pin. Broken pieces were missing as a result of breakage. Size of missing piece measures approximately 1.5mm x 1.5mm. The probable root cause of the detached fragment issue is attributed to the user related issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that one of the wheels from the permanent cautery hook fell off during ultrasonic cleaning. The procedure was completing as planned with no reported injury.